Event description:
New information received notes that the patient was in hospice facility and the nurse put the magnet in the wrong place and not over device. No allegation of malfunction was made.

Event description:
It was reported that a patient presented with inappropriate magnet response noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.